Manufacturer narrative:
Block a2: patients exact ages are unknown; however, it was reported in the literature article that all patients were over the age of 18. Block b2: the exact date of the patient death was not reported. The retrospective study date august 1, 2021, is used for the estimated date of event between august 2021 and february 2023. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter facility name: department of medical gastroenterology, government medical college kottayam, reported here as the name exceeded character limit for designated field. Block g2: literature source journal article: joseph d, et al. "Clinical profiles and outcomes of patients undergoing endoscopic retrograde cholangiopancreatography in a tertiary care center." Cureus 2024; doi 10.7759/cureus.55065. Block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e0506 captures the reportable event of hemorrhage. Imdrf patient code e2401 captures the reportable event of injury, nos (not otherwise specified) for stent migration. Imdrf impact code f08 captures the reportable event of prolonged hospitalization. Imdrf impact code f2302 captures the reportable event of blood transfusion. Imdrf impact code f2303 captures the reportable event of medication required.

Event description:
Boston scientific became aware of events involving ultratome sphincterotome devices through the article, clinical profiles and outcomes of patients undergoing endoscopic retrograde cholangiopancreatography in a tertiary care center, by deni joseph, et al. Per the article, between august 2021 and february 2023, patients underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure, and the following occurred: moderate to severe pancreatitis requiring prolonged hospital stay form more than three days, mild pancreatitis, bleeding requiring endoscopic intervention in the form of adrenaline injection, cholangitis, blood transfusion, biliary stent proximal migration, and pancreatic stent migration. Please see the referenced article for full details.

Event description:
Boston scientific became aware of events involving ultratome xl sphincterotome devices through the article, clinical profiles and outcomes of patients undergoing endoscopic retrograde cholangiopancreatography in a tertiary care center, by deni joseph, et al. Per the article, between august 2021 and february 2023, patients underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure, and the following occurred: moderate to severe pancreatitis requiring prolonged hospital stay form more than three days, mild pancreatitis, bleeding requiring endoscopic intervention in the form of adrenaline injection, cholangitis, blood transfusion, biliary stent proximal migration, and pancreatic stent migration. Please see the referenced article for full details.

Manufacturer narrative:
Block a2: patients exact ages are unknown; however, it was reported in the literature article that all patients were over the age of 18. Block b3: the retrospective study date (B)(6) 2021, is used for the estimated date of event between (B)(6) 2021 and (B)(6) 2023. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter facility name: (B)(6), reported here as the name exceeded character limit for designated field. Block g2: literature source journal article: joseph d, et al. "Clinical profiles and outcomes of patients undergoing endoscopic retrograde cholangiopancreatography in a tertiary care center." Cureus 2024; doi 10.7759/cureus.55065. Block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e0506 captures the reportable event of hemorrhage. Imdrf patient code e2401 captures the reportable event of injury, nos (not otherwise specified) for stent migration. Imdrf impact code f08 captures the reportable event of prolonged hospitalization. Imdrf impact code f2302 captures the reportable event of blood transfusion. Imdrf impact code f2303 captures the reportable event of medication required. Block h12 (correction): block b5 (describe event or problem), block d1 (brand name) and block h11 (additional MFR narrative) have been updated.